Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During a redo af procedure, when the catheter was plugged in, the error message "contact force catheter is intended for single use only" displayed. The catheter was exchanged for a new one from the same lot number, and the same error messaged was displayed. The catheter was exchanged again for a catheter from a different lot number, which resolved the issue. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.